Manufacturer narrative:
(B)(4). It was reported that mesh was implanted along with concurrent restorelle, ak by coloplast due to pelvic pain, menometrorrhagia, stress urinary incontinence and genital prolapsed. Following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, bleeding, extrusion and had to wear pads for leakage. It was reported that on (B)(6) 2012 patient underwent mesh removal due to vaginal mesh exposure, urge incontinence, dyspareunia.

Manufacturer narrative:
Concurrent procedures: lavh, bso, anterior colporrhaphy with mesh, and perineorrhaphy.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.